Manufacturer narrative:
Findings: unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 pounds during prime test due to faulty sensor glucose. No motor error or no delivery alarm noted. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, missing o-ring (reservoir tube) and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 420 mg/dl. The customer sated that their insulin pump malfunctioned twice in the past. The customer did not mention any form of treatment for their blood glucose levels. Customer got a no delivery during a bolus after lunch. The customer also mentioned they received a motor error right after the third infusion set change. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.